Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient reset the receiver and will call back if the issue persists. Patient did not report any injury or medical intervention.